Event description:
It was reported that the tip broke off during surgery in the patient. Tip was retrieved.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The plus cutter was visually inspected for damages, and the tip of the inner shaft has broken off. The broken piece was received. Also, heavy wear marks on the window from interference was noticed. Unable to function test the cutter due to the broken tip. The probable root cause could be debris got caught between the tip and housing causing the tip break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke off during surgery in the patient. Tip was retrieved.